Event description:
Follow-up identified surgical intervention took place on (B)(6) 2017 wherein the ipg was repositioned in the existing pocket.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported persistent pain at the ipg site which presents when stimulation is turned on or off. As a result, surgical intervention may be undertaken as the next course of action to address the issue.